Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The literature article entitled ¿how is the outcome of the limb preservation system for reconstruction of the hip and knee?¿, written by maria anna smolle, et al, published in the orthopaedics & traumatology: surgery & research on 16 september 2019, was reviewed. The purpose of the study was to present the results of patients receiving the lps system with mid-term follow-up. The authors aimed to answer three questions were raised: 1) how is the outcome following proximal femoral and distal femoral/proximal tibial reconstruction with the lps system?; 2) are there factors associated with the development of any complications?; 3) what is the cumulative risk for each type of complication according to the classification by henderson et al. [10]? It was hypothesized that the outcome of the current megaprosthesis system is relatively high, that implant site could be associated with the development of complications and that infections may be the leading cause of complications. Depuy products used: limb preservation system (lps). The authors do not discuss acetabular components or the bearing surfaces. This complaint will only capture components within the lps system. 57 patients in whom the lps system had been implanted between 2004 and 2010 for either proximal femoral or distal femoral/proximal tibial replacement were retrospectively included in this observational study. Total femoral replacements were not included in the current study. Cement manufacturer was not noted. Patellar resurfacing was not noted. Adverse events: 26 patients developed a complication; 9 that had a proximal femoral implant and 17 with a distal femoral/proximal tibial implant. Complications were as follows: -joint dislocation; three had a proximal femoral and one a distal femoral/proximal tibial implant. The patient with the distal femoral/proximal tibial replacement, underwent exchange of the femoral component and later developed an infection necessitating revision surgery. There was no identification of bearing surfaces. -aseptic loosening; all four patients with aseptic loosening of the implant in the hip or knee underwent revision arthroplasty with prosthesis exchange. Follow- up for these patients was uneventful except for one patient with a distal femoral replacement for osteosarcoma who developed a periprosthetic infection. The patient underwent successful single-stage revision but developed local recurrence and died 2 months later. -periprosthetic fracture; one patient underwent plate osteosynthesis with bone cerclages, while tension-band k-wires were used in the other patient with patella fracture after intra-articular knee resection. -all four patients with structural failures of the implant itself had to undergo revision surgery. In two patients, the fractured yoke mechanism (i.e. Mechanical failure of the metal pin usually located inside the tibial polyethylene inlay) was replaced and in the remaining two patients, the system was either maintained or changed to a competitor system. -periprosthetic joint infection; 11 patients developed this. A conservative approach was chosen in one patient with regular crp controls and regular dressing changes. In another one, an arthrodesis was performed following implant removal. Six patients underwent single-stage revision, of whom four were successful and two developed further chronic pji. In further three patients, a two-stage revision was performed, being successful in two patients, while the other patient developed further pji. One patient with chondrosarcoma presented with local recurrence 30 months following initial distal femoral replacement and subsequently underwent above knee amputation. This patient died of disease 5.5 years following tumor recurrence.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : null device history batch : null device history review : null if information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.